Manufacturer narrative:
(B)(4).

Event description:
Questionable results were received between two coaguchek xs meters and two test strips lots. The results from the customer's coaguchek xs meter serial number (B)(4) with two testings with the same finger at 1:50pm were 4.8 inr and 3.1 inr. With the nurse's coaguchek xs meter serial number (B)(4) and strips from lot number 12134811, the result from a new finger at 1:55 pm was 3.3 inr. The nurse was not sure which result was accurate. Refer to the medwatch with patient identifier (B)(6) for the nurse's meter and strips. The coumadin dose was not adjusted based on the results. The customer was not adversely affected. Both meters and strips were requested to be returned for investigation. Replacement product was sent. The customer's normal range was 2.0-3.0 inr. The customer is not anemic, no antiphospholipid antibodies, heparin therapy, or direct thrombin inhibitors. No changes to coumadin dose, no new medications, or diet changes. The returned meter serial number (B)(4) and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1: master lot and retention meter / customer meter and master lot strip 2.3 inr/ 2.3 inr. Donor 2: master lot and retention meter / customer meter and master lot strip 2.6 inr/ 2.6 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 206632-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.